Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case patient and procedural factors [preserved ejection fraction, severe native valve/leaflet calcification, inability to adjust the valve position prior to deployment] appear to have caused or contributed to the valve¿s malposition. There is no indication this event was due to a malfunction of the valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral case the sapien valve was deployed in a too aortic position causing moderate to severe paravalvular leak. A second valve was implanting resolving the paravalvular leak. Per report, the first 23mm sapien valve crossed the native annulus and was placed 50:50. The final valve position was 90:10 aortic with moderate to severe paravalvular observed post-deployment via tee. A second 23mm sapien valve was placed slightly more ventricular to give a final valve position of 60:40. The final result was no central or paravalvular leaks. Following the procedure the patient was stable. Per additional information received, the cause for the high valve placement was not determined. The team reviewed the films after the case, and between the final root shot before pacing and deployment the valve moved aortic about 1 cell. Then as the valve was being deployed, it moved aortic again. It was not possible to have another root shot after pacing and before deployment, thus final adjustments to the valve position were not possible. The native valve/leaflet calcification was severe. There was mitral annular calcification and stenosis with mild mr. The patient¿s ejection fraction was 60 percent. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held.